Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. The reporter alleged that the pump was displaying an intermittent-power issue, which is identified by the presence of undesired ¿power reboot events¿. In addition, it was reported that the power issue was occurring during or immediately after a battery change. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 9/8/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: a "intermittent power" event was not duplicated during investigation. Black box shows dates from (B)(4) 2016. Black box data from date of complaint has been overwritten. Current black box shows no evidence of an "intermittent power" event. Pump powers with returned battery cap. Battery cap is able to fully tighten. Battery cap measures within specifications; pump was exercised with returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. .. Removed pump case and disassembled pump. No evidence of moisture or loose components inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.